Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was likely a combination of advanced hf, anesthesia impact and barostim and it was suggested that barostim may have reduced the patient's blood pressure after the procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, following a procedure unrelated to barostim, and while recovering in the ICU, the patient experienced low blood pressure. Per the opinion of the physician, the root cause of the event was likely a combination of advanced hf, anesthesia impact and barostim. The physician suggested that barostim may have reduced the patient's blood pressure after the procedure. The patient received vasopressors to stabilize the blood pressure, and a decision was made to turn off their device. As of (B)(6) 2025, the patient was still hospitalized and receiving vasopressors. On (B)(6) 2025, the patients therapy was resumed and the patients blood pressure remained stable and therapy was slowly titrated up.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, following a procedure unrelated to barostim, and while recovering in the ICU, the patient experienced low blood pressure. Per the opinion of the physician, the root cause of the event was likely a combination of advanced hf, anesthesia impact and bat. The physician suggested that bat may have reduced the patient's blood pressure after the procedure. The patient received vasopressors to stabilize the blood pressure, and a decision was made to turn off their device. As of (B)(6) 2025, the patient was still hospitalized and receiving vasopressors. On (B)(6) 2025, the patients therapy was resumed and the patients blood pressure remained stable and therapy was slowly titrated up. Around (B)(6) 2025, the patient was fully recovered and discharged.